Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and high threshold measurements. It was further reported that during the lv lead replacement, a guidewire was left inside the lumen which damaged the lead inside out. The lead was pulled out of the coronary sinus, but could not be fully removed from the patient. It was noted that insulation damage occurred, and a lead fracture confirmed. The lv lead was partially explanted and replaced with a new lead. The guidewire was partially abandoned with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.